Event description:
Narrative from staff: during an ablation case in CT the probe was leaking at the hub. Tried to call the application specialist to see if this would affect the procedure. He didn't answer, so a new probe was opened. The second probe did the same thing. At that time the sales rep called. Said this sometimes happens and the probe is usable. He did state that he would replace the two probes because it is a defect. No harm was done just a delay in the procedure about 15 minutes. Manufacturer response for system, ablation, microwave and accessories, solero (per site reporter) unknown.